Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01018 and 3005099803-2011-01020 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, and an active cord were used during hemostasis of an esophageal bleed (procedure date unknown). According to the complainant, power delivery could not be achieved in bipolar mode. The hemostasis probe in use was switched out for a new one but the problem persisted; therefore the procedure was completed with a different procedure set. The account alleged no malfunctions of the foot switch and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."